Event description:
It was reported that pump repeatedly displayed cartridge change error and contact was unable to successfully load cartridge or resume insulin delivery despite following proper loading technique. There was no adverse impact to the customer¿s blood glucose level. Customer technical support guided contact through checking and cleaning pump and cartridge components, assisted with multiple cartridge changes, and ultimately escalated issue when error persisted; customer switched to multiple daily injections as backup insulin therapy, received replacement pump and replacement cartridges, was instructed on returning problematic pump and setting up new device, and later called to confirm shipment tracking, which was provided.